Manufacturer narrative:
The catheter was in good condition with no apparent damage. Upon inspection of the stent it was noted that the stent was in its original crimped position. The stent was not bent or flared and was in between the ro maker bands. The stent was not loose as the returned device description indicated. The stent was then placed through a 7fr introducer sheath and deployed to 8atm and 12atm per the instructions for use without the issue. The device performed as expected. Upon investigation, the returned device, the stent was found not to be loose or dislodged from being passed through the introducer sheath as described in the complaint details. The device performed as expected when deployed following the instructions for use. It is unclear as to the reasons why the physician felt that the stent had become dislodged or "lost" as the details describe but atrium can find no fault with the returned device. A review of the device history records, indicated that the device was processed and inspected according to procedures and no non-conformances were found. Product complaints were reviewed and there were no other reports of product problems for this lot.

Event description:
The uf reported v12 stent came off balloon while being introduced into the valve/sheath.